Event description:
The customer reported that an 840 ventilator was giving inaccurate oxygen readings. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).